Manufacturer narrative:
(B)(6) 2015 01:49 pm (gmt-4:00) added by (B)(6) ((B)(4)): maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). The device in question was requested for evaluation. A supplemental report will be provided if additional information becomes available.

Event description:
It was reported that during maintenance on the rotaflow drive in question the drive unit does not regulate properly in the lpm-mode(liters per minute). The error message "runaway" is displayed sporadically. The failure was not noticed before at the hospital. (B)(4).

Manufacturer narrative:
A full maintenance was performed on the device. The drive was found to be defective and was replaced. The service engineer investigated the drive and confirmed that it was defective and then stated that it should be sent to the original manufacturer for repair. No information is available if the drive was sent to the original manufacturer or if it was repaired. However, no further complaints have been received from the customer regarding this particular reported issue. This follow-up report will serve as a final report to the reported issue. However, if any significant information is received from the original manufacturer regarding the drive an updated medwatch will be prepared and forwarded to the FDA.

Event description:
(B)(4).